Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the speaker had no sound. The device was not in clinical use at the time of event, there was no patient involvement.

Manufacturer narrative:
E1; reporter institution phone number : (B)(6). Analysis was performed by remote service personnel which included identifying that the speaker had no tone. The results of the analysis were that the speaker required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing speaker. The device returned to full functionality.